Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported an under correction following a hyperopic lasik treatment. Additional information has been requested.

Manufacturer narrative:
During the onsite visit the fse (field service engineer) verified system and replaced optics and e4 sensor as preventive measure. Fse completed service installation record to specification. The root cause could not be determined conclusively. (B)(4).